Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03641. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03641. It was reported the patient is not receiving effective therapy in her desired painful areas. Reportedly, reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action to address the issue.